Event description:
It was reported that the system would intermittently lock up. This caused a complete loss of navigation functionality; recoverable, which may cause a delay or cancellation of a procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The computer was evaluated and replaced. The keyboard and mouse connections were reseated. The system was tested and found to be working as intended and returned to service.